Event description:
It was reported that during the surgery the device at the time of insertion of the screw, it began to lose the cloth. The device broke inside the patient it was removed with the clamp. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The reported 9x30mm biosure ha screw intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. Approximately .530 of the distal threads have been stripped off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. Without the pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
The reported 9x30mm biosure ha screw intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. Without the screw and pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during the surgery the device at the time of insertion of the screw, it began to lose the cloth. The device broke inside the patient and it was removed with the clamp. A backup device was used to complete the surgery. No significant delay or patient injury reported.